Event description:
One lumen of broviac broke off during normal saline flush after drawing blood sample. Port had clotted multiple times and was tpa's multiple times. Patient had to return to surgery for another line placement.

Manufacturer narrative:
Evaluation: no product was returned and no lot number was provided. However, based upon the info from the customer, it appears that the lumen became occluded and separated when overly pressurized during injection. Although no lot number was provided it is feasible to say that the device was manufactured prior to the change implemented to supply the tpn product line with an "instruction for use" booklet. In this booklet are catheter maintenance instructions that if followed should prevent the catheter from becoming occluded.